Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 93 mg/dl, 101 mg/dl, 79 mg/dl and then ended up outside passed to 26 mg/dl. Customer did not mention any treatment and symptoms related to low blood glucose level. Customer reported they did receive a calibration not accepted alert. Customer reported they did receive a change sensor alert. The insulin pump will not be returned for analysis.